Event description:
Following a diagnostic procedure, an angio-seal device was placed. Hemostasis was not achieved and a hematoma continued to grow. A vascular consult was obtained and the pt was taken to the or for surgery. While in the or the pt's pedal pulses were absent bilaterally. Repair of the bifurcation area was done, with return of the pt's pulse post op. The physician noted that some plaque may have dislodged when the guidewire was inserted. Verbal op report stated the angio-seal was found in the subcutaneous tissue and removed. Postop the pt's pulses were intact and his lower extremities were noted to be extremely edematous. Further contact with the physician was unsuccessful in obtaining info regarding the pt's current condition.